Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had an error. Analysis also indicated that the programmer had evidence of liquid corrosion inside the device. The programmer was scrapped and replaced.

Event description:
It was reported that the programmer had an error. The programmer was returned to service. No patient complications have been reported as a result of this event.